Event description:
The hospital reported that during an endoscopic vein harvesting procedure using the hemopro 2 device, there was a large amount of smoke in the tunnel. The same device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history records review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).